Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate low control solution results. The solution produced a reading of 115mg/dl when it is supposed to produce a reading between 120 and 160mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.